Manufacturer narrative:
D9: the date of the device return for evaluation is unknown. The cause of the pump stop events was a defective impellatronic board. The cause of the defective impellatronic board is unknown. This report is being filed as part of a retrospective review of historical records.

Event description:
The user facility reported a patient with cardiomyopathy was on an automated impella controller (aic) for mechanical circulatory support. While on support, the automated impella controller (aic) experienced controller failure. The customer had a replacement aic onsite; the device was replaced with further reported issue. No patient harm reported.